Manufacturer narrative:
D10: (B)(6) 204-22-11 - ps tibial inserts sz 2, 11mm. (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 234-02-02 - optetrak asy, ps cemented femoral, sz 2. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2020-10056 ,1038671-2023-00151. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 11 months after a bilateral total knee replacement a patient underwent a left knee revision procedure to address prosthesis wear and aseptic (non-infected) loosening. The patient experienced pain, ambulation difficulties, effusion, swelling, joint laxity and discomfort. A post operative report was provided. The post operative diagnosis noted extension loss of the left knee. The patient was revised to a downsized polyethylene insert. Intraoperatively, it was noted the patient's knee was stable to flexion and full extension was obtained with the new insert component. The patient was transferred to the recovery room in stable condition and noted to have tolerated the procedure well. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.